Event description:
The pt had surgery (B)(6) 2011 at the hospital (B)(6) where the surgeon placed a plate dall miles 07 holes (stryker). Six months after surgery, the pt returned to the doctor for f/u. On (B)(6) 2012, rx made a left leg and so far all was according to the surgery. On (B)(6) 2012, the pt again made an rx where it was found that the dall miles plate 07 holes that was placed on (B)(6) 2011 was broken. According to medical report, there was a failure of synthesis with no history of trauma (spontaneous breaking). Pt had a new surgery on (B)(6) 2012 to exchange the board.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.